Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the reservoir leaked insulin from the connection, also from the bottom of reservoir past both of the o-ring into the reservoir compartment. Caller also, stated that she went to the emergency room for high bgs. Customer was treated and released. Nothing further was reported.